Manufacturer narrative:
(B)(4). Approximate age of device: 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patent's lactate dehydrogenase (ldh) level elevated to 1300 u/l. It was reported that the patient was hospitalized and administered heparin. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported increase in the patient's lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) level increased to 1700 u/l and heparin was administered. Afterwards, the patient's ldh level decreased into the 300-500 u/l range and the patient was discharged from the hospital.